Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The customer reported they check the flow at 10 liters per minute (lpm) and it passed with a reading of 11.1 lpm. The product support engineer (pse) provided the part number for the flow sensor over the phone and discussed installation per the current revision of the service manual. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during performance verifications test (pvt), the flow accuracy test failed. There was no patient involvement.